Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that the patient¿s first catheter line was replaced on (B)(6) 2015 due to the line had become blocked. The date of this event was unknown and stated to be ¿a good while ago.¿ it was noted that the patient had a preexisting closed head injury and memory issues because of that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.